Event description:
The customer reported bellavista1000 us was in fail safe mode after throwing alarms 316- "blower failure", 545 - "astepinspvalve value out range- failsafe, 300 device in failsafe and 400 -inspiration valve or device leaky. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical reviewed the log files which shows that the alarm 316,300,400,545 and error 6 is actuve intermittently after start-up. The root cause is due to a defective inspiration valve nt. The inspiration block was replaced and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.